Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was missing the electrode. The customer¿s blood glucose was 107 mg/dl at the time of incident. No troubleshooting was performed. The product is not expected to return for analysis.